Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled altitude range. There was no reported impact to customer's blood glucose level. Reportedly, the issue resolved and customer declined to provided additional information.